Event description:
Event description guidant received information that shortly after implant of the implantable cardioverter defibrillator (ICD), the rv (right ventricle) lead impedance was >3000 ohms. The physician speculated that he may have nicked the lead during the implant procedure.